Event description:
In 2009, patient reported that within the last few weeks, his infusion device has alarmed with e4 (occlusion) errors. He said, he feels the problem is in the headset because he can disconnect at the site and insulin does come out of the tip of the infusion tubing. He stated he will then move the site from his body and re-attach it to the tubing and try to push insulin through the cannula, but insulin does not come out and instead the infusion device gives another e4 error. Patient reported this has caused his readings to go up. He stated today his readings have gone up to 380 mg/dl. He reported, he typically tries to keep his readings between 100-140 mg/dl. He stated he has tried to lower his readings all day by bolusing but that is not helping. Patient reported, he just now changed his site and bolused for the elevated readings. He stated he changes the site ever 3-4 days. He said, he knows he's not supposed to go that long but he monitors his readings and watches for occlusion errors. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.